Event description:
Leaking oil. Seeping out of area where surgeon holds in his hand. Surgeon does not want to send motor in because he likes the old style, flexible hose. They use the motor for numerous cases each day and the doctor will continue to use the drill that is leaking oil until friday and he wants drill back by monday.